Manufacturer narrative:
Not in manufacturing mode. Unit passed the dat test at 0.08715 inches. Insulin pump passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No motor error alarm noted during testing. Motor was tested outside the device and passed. Unit was received with minor scratched lcd window, scratched display window cover, cracked keypad at select button, keypad overlay texture damage, faded serial number label and cracked retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had experienced motor anomaly. The customer¿s blood glucose was unknown. The customer states the motor was blocked. The insulin pump will not be returned for analysis.